Manufacturer narrative:
The sling used has been used inspected by the customer and no malfunction has been found. The sling functioned as designed. The sling has been sent to (B)(4) where inspection has been done and pictures has been taken. The pictures have been inspected by the manufacturer. The inspection by (B)(4) and the manufacturer concludes that no malfunction has been found on the sling used in the incident. The patient reportedly was bleeding from the back of her head, had right thigh pain, and a hip fracture. The patient was taken to the hospital and required surgery for the hip fracture. Additional details of medical intervention were not reported. It is noted the patient was reported to be ¿back at home and without far-reaching physical impairments.¿ the reported event did result in an injury requiring surgical intervention to preclude permanent impairment and therefore meets the definition of a reportable serious injury. The account combined the liko universal sling with a non-liko patient lift. This combination is not recommended according to the universal sling instruction guide (7en161110 rev 10). The instruction guide also states that combinations of accessories/products other than those recommended by liko can result in risk for the safety of the patient. The sling used has functioned as intended. The customer has used a combination that is not recommended. Hillrom will offer the customer a training on patient transfer. Based on this, no further action is required.

Event description:
Hillrom received a report from the account stating that the assistant had prepared and connected the sling to the lift. The patient uses the hand control to operate the lift. The beginning of the lift goes well and the assistant lifts the patient's legs over the edge of the bed. Here the sling fits well and one of the assistants leaves the room to drive in the wheelchair. When the other assistant swings around the patient from sitting over the bed to hanging freely from the ceiling lift, one of the loops on the sling detaches and the patient falls backwards out of the sling and hits the floor. Patient is bleeding from the back of the head, pain in the right thigh. The fall is estimated to be 1 meter. Patient bleeds from the head and is sent to hospital. Has received a hip fracture that is being operated. The patient is now back at home. Probably without far-reaching physical impairments. The sling was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).